Event description:
The manufacturer was informed on this event through the publication "the hemodynamic performance of the perceval sutureless aortic valve in a propensity-matched comparison to the carpentier¿edwards perimount and perimount magna ease valves for aortic valve replacement" by sami kueri et al. Based on the information from cohort study in this paper, one valve-related death due to in-folding of the valve stent for perceval valve group occurred. Reportedly, in-folding of the valve stent occurred on the first postoperative day, triggering acute, severe paravalvular regurgitation of the valve accompanied by severe heart failure. No further information is available at this time.

Manufacturer narrative:
Unknown device disposition.

Manufacturer narrative:
Since there is no indication of device being explanted or autopsy being performed and serial number is unknown, no investigation is possible at this time. Manufacturer attempted to follow up with the paper but was informed that no further follow up will be provided. The manufacturer attempted to retrieve further information regarding the event and the device involved but was informed that further information will not be provided. As such, the root cause of the reported event cannot be established at this time. Based on the manufacturer's clinical research, perceval folding occurs when the ratio between the valve diameter and the annulus diameter is well above the specification limits (oversizing) especially when associated with other conditions that may trigger valve instability (like extremely eccentric aortic annulus, highly calcified portion of the annulus, or uneven decalcification, aortic root anatomy deviating from the tri-symmetrical physiological geometry, protruding hypertrophic septum). However, since no further information was received, this cannot be ultimately confirmed for the reported event. Should additional information be provided in the future, a follow up report will be submitted.